Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - no femoral angiogram was taken. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, after the plunger was removed, no sutures were attached, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.